Event description:
It was reported via repair work order that the bed was drifting when lowering due to faulty nut in lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.